Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code ¿ (B)(4) is being updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated the pump was replaced (B)(6) 2017. The product has been sent back for evaluation. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient¿s weight at the time of the event was (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine [20 mg/ml] at a dose of 10.016 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that the pump was alarming or beeping. It was related that the patient was on their way to the emergency room (ER) as the patient called their healthcare professional (hcp) and was told to go to the hospital to see if they could get someone to check the pump. It was indicated that the sound was consistent with the pump alarms and that the two-tone alarm was heard while on the phone with the consumer. The date of the event was (B)(6) 2017. No symptoms were reported. Additional information was received from an hcp via a manufacturer's representative on (B)(6) 2017. It was reported that the manufacturer's representative was paged to the ER. Interrogation of the pump was performed as diagnostics/troubleshooting and showed a pump alarm and that a motor stall occurred. The date of the event was reported as (B)(6) 2017. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue noted and that there was no MRI (magnetic resonance imaging). It was reported that surgical intervention did not occur but was planned. At the time of the report, the issue was not resolved and the patient status was ¿alive ¿ no injury.¿ it was indicated that more information would be known at the patient¿s pump refill at an unknown date. No complications were reported. Further information was received from an hcp via a manufacturer's representative on 2017-sep-18. It was reported that the managing hcp¿s clinic called the manufacturer's representative reporting the information reported by the patient. It was noted that another manufacturer's representative had gone to see the patient and had reviewed with the hcp to replace the pump. It was noted that the hcp wanted to schedule replacement for the pump but wanted additional information about all that was reviewed on (B)(6) 2017. It was noted that the pump was refilled on (B)(6) 2017 and that a motor stall occurred on (B)(6) 2017 and recovered on an unknown date and then a motor stall occurred on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. (B)(4). If information is provided in the future, a supplemental report will be issued.